Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("experience severe pain on one side") and fibroma ("scar tissue began to grow. Causing fibroid tumors") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibroma (seriousness criterion medically significant) and gait disturbance ("experience severe pain on one side and it difficult for her to walk because of pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fibroma and gait disturbance outcome was unknown. The reporter considered fibroma, gait disturbance and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("experience severe pain on one side") and fibroma ("scar tissue began to grow. Causing fibroid tumors") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibroma (seriousness criterion medically significant) and gait disturbance ("experience severe pain on one side and it difficult for her to walk because of pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, fibroma and gait disturbance outcome was unknown. The reporter considered fibroma, gait disturbance and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.